Manufacturer narrative:
Date of event: unknown, information not provided. Serial number: unknown, information not provided. Model: unknown, as the serial number was not provided. Catalog#: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the zxt symfony toric intraocular lens (iol) rotated 32 degrees post implantation. The patient required a trip back to the operating room, however, no further information was provided concerning what procedure was conducted. No addition information was provided.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified and no product deficiency could be identified. Manufacturing record review; a review of the records could not be performed as the product serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.